Manufacturer narrative:
Complaint statement (B)(4): no material number nor batch number was provided by the customer. No clarification or further information regarding the complaint issue was received from the customer. The customer did not allege a product malfunction/deficiency. The complaint is closed as not justified.

Event description:
Customer states needlestick occurred on (B)(6) 2022. This was revealed when greiner product specialist went for an onsite observation on (B)(6) 2023. Per that report, phlebotomist states while drawing blood, she was closing the safety closure on the needle (which is located on the holder) and the needle slipped out of her hand and pricked her left elbow. The event did not result in permanent impairment of a body function or body structure. Event did not necessitate medical or surgical intervention to preclude permanent impairment or damage. Still, the phlebotomist was put on preventative meds for hiv, all tests came back negative and the employee came back to work the following day.